Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient - who generally has "fluid in (the) chest" - that since the device implant about 1.5 years earlier, the patient has been dehydrated and "coming in for fluids every 3-4 weeks." The patient stated "the doctor said there must be something wrong with the device." Follow-up with the physician's office was attempted but no information could be obtained. No further patient complications have been reported as a result of this event.